Manufacturer narrative:
The subject cv-290 was returned to olympus medical systems corp. (Omsc) for evaluation. Omsc will start evaluating subject device. There were no further details provided. If significant additional information is received, this report will be supplemented.

Event description:
Olympus service operation repair center was informed from the facility that in unspecified timing an error message ¿internal buffer err e214¿ appeared on the monitor. Other detailed information was not provided. There was no report of patient injury associated with the event.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Olympus re-evaluated the event reported in the initial report and determined that the failure mode is not a MDR reportable malfunction.